Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Referenced article: "defibrillation testing during implantable cardioverter-defibrillator implantation in italian current practice: the assessment of long-term induction clinical value (alive) project." American heart journal. August 1 2011;162(2):390-397.

Event description:
A journal article was reviewed which contained information regarding this system. The patient had ventricular tachycardia. The patient had drug cardioversion. The status of the system is unknown. There were no reported patient complications as a result of this event.